Manufacturer narrative:
(B)(4). At this time, vyaire is currently awaiting return of the suspected faulty component but it has not been received for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the vela ventilator experienced "circuit fault", "low pip", and "low ve" alarms. The customer performed transducer testing and all passed. The customer advised that there was no patient involvement.